Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the customer encountered issue with the monopolar energy delivery on the integrated electrosurgical unit erbe generator. The customer first attempted to use a laparoscopic instrument with the erbe, there was an activation audio tone present but no energy was delivered. The customer used the instrument on both monopolar ports but the issue remained, they then connected it to an external generator and it delivered energy correctly. The customer then docked the system and attempted to use a permanent cautery hook (pch) instrument connected to the erbe but the monopolar energy delivery was lower than expected at level 3. The technical service engineer (tse) viewed the system logs but found no related errors, then had the customer exchange the monopolar energy cable but the issue remained. The customer reported that they tried connecting the pch to the external coviden generator and had no energy delivery issues. The procedure was completed with no reported injury.

Manufacturer narrative:
The generator unit was analyzed and failure analysis investigations neither replicated nor confirmed the customer-reported complaint. A review of the error logs did not identify any data indicating that the fault occurred in the field. Visual inspection did not reveal any conditions related to the reported event. The unit was installed on an in-house system, where it functioned as expected, successfully energizing and cauterizing, with all ports recognizing instruments. Additional observation: the unit was received with all nuts on the rear connectors found to be loose. The complaint was not confirmed based on the failure analysis. The probable root cause cannot be determined based on the information provided and failure analysis results. The reported event was not confirmed as failure analysis found no functional issue with unit.

Event description:
Refer to h11 for follow-up information.